Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H.10. Additional narrative: correction d4: the lot number was inadvertently reported as 15961264 on the initial report; and has been updated accordingly. Therefore, the UDI has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the quick coupling device became disengaged from the motor/handpiece device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was determined that the device had component damaged and cannot engage attachment ¿ coupling. It was further determined that the device failed pretest for general condition, check drill chuck function, and check handpiece coupling. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation. Therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the quick coupling device became disengaged from the motor/handpiece device. It was not reported if the event occurred during a surgical procedure. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. However, it was reported that the event occurred in (B)(6) 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.